Event description:
Healthcare professional reported left side implant exchange with no complaint against the device. Later, a capsular contracture baker grade IV was reported and confirmed by physician's office. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b3, d9, h3, h6. Laboratory analysis summary: the device related to the reported events capsular contracture was received on april 29, 2025, with lot number 2031927. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: contra-lateral side rupture and later capsular contracture baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side implant exchange with no complaint against the device. Later, a capsular contracture baker grade IV was reported and confirmed by physician's office. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Device was explanted and replaced.